Manufacturer narrative:
No conclusion code available. The reported high atrial lead impedance was confirmed in the laboratory. The device was tested on the bench and the cause of the high atrial lead impedance was found to be a broken wire in the header.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that after device replacement, high pacing lead impedance, no pacing threshold and no sensing was observed. Patient was scheduled for replacement. During replacement procedure, all electrical parameters were found to be normal when the atrial lead was connected to external pm or to ventricular channel. Device atrial lead connector defect was suspected. Device was explanted and replaced. Patient was stable.